Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that proximal stent rows 1-6 were damaged and stretched. The undamaged section of the crimped stent outer diameter (od) was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no issues with the hypotube. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 20-jul-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the right coronary artery. A 2.50 x 38 mm promus element ¿ long drug-eluting stent was advanced to treat the lesion but failed to cross. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.